Event description:
It was reported that during threshold testing, there is noise on the lead each time the output is changed. The physician complained that the noise sometimes is confusing as they are not able to tell if capture is lost or not. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.